Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using extension set mic tubing 60 inch that there was a crack in the tubing and leakage occurred. The following information was provided by the initial reporter: the microbore extension set used had primed with ease. Placed the hizentra medication syringe into the IV alaris pump. After starting the medication to infuse, noticed immediately leakage from the medication syringe tip and microbore extension set. Removed medication from the IV alaris pump and asked another colleague to help me assess the syringe and tubing. We removed the hizentra medication syringe and assessed for any cracks in the tip of the syringe. We then assessed the tubing and placed a 5 ml ns syringe onto the tip of the microbore extension set and immediately saw a leak on the side of the insertion site tip of the tubing. There is a crack in the tubing.

Manufacturer narrative:
H.6. Investigation summary: a complaint of a set having flow issues, and then cracking and leaking was received from the customer. A photo was provided by the customer. Through visual inspection, the customer complaint was confirmed. A crack can be seen in the female luer. Customer complaint of component damage was confirmed. Fluid blockage could not be confirmed without a sample. A device history record review for model 30914 lot number 21119833 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to a physical sample not being sent, a root cause for the damage could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using extension set mic tubing 60 inch that there was a crack in the tubing and leakage occurred. The following information was provided by the initial reporter: the microbore extension set used had primed with ease. Placed the hizentra medication syringe into the IV alaris pump. After starting the medication to infuse, noticed immediately leakage from the medication syringe tip and microbore extension set. Removed medication from the IV alaris pump and asked another colleague to help me assess the syringe and tubing. We removed the hizentra medication syringe and assessed for any cracks in the tip of the syringe. We then assessed the tubing and placed a 5 ml ns syringe onto the tip of the microbore extension set and immediately saw a leak on the side of the insertion site tip of the tubing. There is a crack in the tubing.